Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error. The customer's blood glucose level was unknown. The customer reported they were able to clear the alarm and able to rewind the pump. The device passed the displacement test. It was reported that the pump error occurred again. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. No unexpected this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm noted during testing. The motor was tested outside of the device and passed.